Event description:
Per the report, "customer said that she's had the monitor for a week and it just gives her error messages when she tries to use it. ER u is the most common, we troubleshooted it and she said the error message is still there.".

Manufacturer narrative:
Per the report, "customer said that she's had the monitor for a week and it just gives her error messages when she tries to use it. ER u is the most common, we troubleshooted it and she said the error message is still there." Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.